Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: rx xience prime 2.25 x 23 mm; 2.5 x 18 mm and 3.0 x 18 mm. The rx xience prime 2.25 x 23 mm and rx xience prime 2.5 x 18 mm mentioned are being filed under separate manufacturer report numbers. The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with unstable angina. The procedure was to treat a mildly tortuous and mildly calcified right coronary artery (rca) lesion and a mildly tortuous and moderately calcified left anterior descending (lad) artery lesion. An unspecified guide wire was parked at the distal end of the rca. Proper pre-dilatation was performed and a 3.0x18mm implant was deployed. Post dilatation was done with an unspecified non-compliant balloon. A whisper guide wire was parked at the distal end of the lad. The distal lad was pre-dilated and a xience prime 2.25x23 was deployed at the lesion site. Then the lesion in the proximal lad was pre-dilated and a xience prime 2.5x18mm deployed. While post dilating the xience prime in the proximal lad, a perforation was seen at the distal end near the apex. It was a calcified vessel and there was difficulty in positioning the balloon dilatation catheter and xience prime stent; therefore, the buddy wire technique was used. In the process of placing the balloon and stent, the whisper guide wire moved distally into a small branch which is where the perforation was noted and why the physician suspects the whisper guide wire caused the perforation. The physician waited for sometime and observed that the patient's blood pressure was falling and tamponade was occurring. Polyvinyl alcohol (pva) particles were placed to seal the perforation and the patient was noted to be stable. The next morning on (B)(6) 2013, the patient's blood pressure started falling and an intra-aortic blood pump was introduced; however, the patient died due to cardio-pulmonary arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. A cine of the procedure was reviewed by an abbott clinical specialist. The reviewer noted the films show this event is only a case of distal wire perforation with tamponade and not related to any of the stents. Based on the information reviewed, there is no indication of a product deficiency.